Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of left inguinal hernia. It was reported that after implant, the patient experienced revision surgery 2 months later and experienced chronic pain, high levels of recurrence, mesh erosion, cord lipoma and migration. Post-operative patient treatment included revision surgery and placement of bard, 6 x 6 in mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent left inguinal hernia repair with mesh. The patient had revision surgery 2 months post surgery. The patient experienced chronic pain, high levels of recurrence, mesh erosion and migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent left inguinal hernia repair with mesh. The patient had revision surgery 1 months post surgery. The patient experienced chronic pain, high levels of recurrence, mesh erosion and migration.